Manufacturer narrative:
The original unit was sent to a philips authorized repair facility (arf) for further evaluation. Diagnostic/functional testing was performed, and the results of functional testing indicate the speaker produced audible sound. Based on the information available and the testing conducted, the arf was unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to have sound, it was replaced per current process. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number:(B)(6). A philips engineer (fse) went onsite to evaluate the device in question. Results of functional testing confirmed there was intermittent failure of the speaker. A good faith effort attempt conducted confirmed the device was out of sound and the defective device was replaced with a new one. Based on the information available and the testing conducted, the cause of the reported problem was unconfirmed. No further investigation or action is warranted at this time.

Event description:
It was reported the device indicated a "loudspeaker failure" error message. It was unknown if sound was present and if the device was in use at time of event, and there was no adverse event reported.